Manufacturer narrative:
(B)(4). Original implant was in 1992. Concomitant medical products: item# 32673200601, liner std. 32 mm i.d. O.d. Size f use with hgpii 54 mm o.d. Shell, lot# unknown; item# unknown, unknown head, lot# unknown; item# unknown, unknown stem, lot# unknown; item# unknown, unknown cup, lot# unknown; item# unknown, unknown screw, lot# unknown. (B)(6). Report source: foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of medical records/op notes which indicated damage to inlay as well as a small broken metal piece embedded in the inlay. Synovitis was also observed. Xray review indicate three acetabular component fixation screws and the most medial and most lateral screws are both fractured. There is eccentric position of the femoral head within the acetabular cup consistent with severe inlay abrasion. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -01708, 0001822565 -2018 -01756-3.

Event description:
It was reported that patient was revised approximately 26 years post initial implantation due to liner wear. Xray indicate screw fractures. Attempts were made to obtain additional information; however, none was available.